Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09966. (B)(6). It was reported that the patient experienced chest pain and a small aneurysm was noted. In (B)(6) 2016, clinical assessment indicated that the patient's qualifying condition was unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the right posterior distal artery (r-pda) with 90% stenosis and was 9mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 16mm study stent. Following post dilatation, the residual stenosis was 0%. On the following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, during 6 month follow up, the patient presented with complaints of chest pressure over a week to an outlying hospital. ECG revealed minor non-specific st-t wave changes. Troponin level was not elevated. Systolic blood pressure was 230. The patient was transferred to the study hospital for further evaluation. While being transferred to the study hospital, the patient had 7 out of 10 chest pain on tridil with minimal relief. The patient was referred for cardiac catheterization. Angiography was performed which revealed 40% proximal stenosis, 30% distal stenosis, patent stents in distal portion of the right coronary artery (rca). A small aneurysm was noted which was located outside of the lumen in the distal stent; however, there was no obstruction in the flow. Subsequently, during the injection of contrast, in the right anterior oblique (rao) projection, it was noted that patient had a spiral dissection in rca. It was noted that the dissection was most likely caused by a bsc 5 french jr4 diagnostic catheter. This spiral dissection resulted in 100% occlusion of the rca. The occluded rca was treated with pre-dilatation and placement of a distal 3.00 x 38mm synergy stent overlapping with the initially placed stents in distal rca and r-pda from the past procedure (index and prior to index), followed by more proximal overlapping 3.5 x 38mm synergy stent, followed by another more proximal overlapping ostial 3.5 x 28mm synergy stent. Following post dilatation of the three stents, timi 3 flow was noted. On the following day, the patient was discharged on dual antiplatelet therapy.